Manufacturer narrative:
E1 initial reporter address 1: (B)(6).

Event description:
It was reported that the burr got stuck with the wire. The target lesion was located in the severely calcified artery. A 1.50mm rotapro and rotawire were used for the procedure. During the procedure, the speed was set to 200,000 rpm with a maximum observed speed reached of 200,000 rpm. Upon withdrawal in dynaglide mode, it was noted the rotaburr got stuck on the rotawire. The burr and wire were removed together outside the patient. The procedure was completed with another of the same device. There was no patient complications reported.